Event description:
Information was received that a smiths medical medfusion syringe pump has "failed pm motor " and is making a loud noise. No patient adverse effects reported.

Manufacturer narrative:
One medfusion pump was returned for evaluation. Visual inspection of the device found the top case to be counterfeit, the battery door cracked at mounting holes and the right plunger case cracked at the top surface. Device underwent occlusion testing; the motor was noted to operate at acceptable noise level. The plunger tube seal was noted however to make clicking noises during occlusion test, as it was noted to need grease with 111 silicone grease. It was noted this was forgotten by the customer. Pump was also noted to have fluid ingression in top and bottom cases, which were then replaced. The reported customer was confirmed to due normal wear and tear of the device. Plunger tube grease needed to be reapplied as it was worn off.